Event description:
It was reported that the insulin pump alarmed button error and had been exposed to moisture. The blood glucose reading was 124 mg/dl. The customer stated that there was a big crack in the device and fog in the window. He stated that he was unable to clear the alarm, and the buttons did not work. He advised that he had been playing basketball and got sweat on the insulin pump. No other significant events leading to the alarm were observed. He was unsure how the crack, which was near the reservoir compartment under the window, had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage found under lcd screen, electronic assembly or motor. The insulin pump has cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.